Event description:
A medtronic representative reported that the site noticed that the infrared signal of the stealthstation affected a pulsox meter waveform. The medtronic representative was able to reproduce the issue. There was no patient impact reported.

Manufacturer narrative:
The investigation is in progress.